Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification was received. Reportedly, the cartridge had been filled with 120 units of insulin. Insulin was added to the cartridge resolving the issue. Customer's blood glucose level was 310 mg/dl.